Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic breakage occurred during implantation. The healthcare professional determined that the lens was stable in the eye despite haptic breakage and left the lens in situ. The device associated with this case is not accessible for testing. There is currently insufficient information available on the event to determine the cause of haptic breakage in this case. Rayner is liaising with the healthcare facility in an effort to obtain additional information.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received an adverse incident report from the medicines and healthcare products regulatory agency submitted by a (B)(6) healthcare facility. The event description provided states "further issues with haptics reported... Haptic broken, haptic partially sheared off, haptic damaged".